Manufacturer narrative:
(B)(4). Additioal lot# 13352-0678-p rev l. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the batter will not accept a charge. There was no report of pt involvement.